Event description:
User experienced discrepant ise results over the weekend for one pt sample. Initial sodium gave 94 mmol per l. Same sample repeated twice on same analyzer giving 138 and 139 mmol per l. Initial potassium gave 2.7 mmol per l. Same sample repeated twice on same analyzer giving 3.9 mmol per l each time. The repeat results were reported. Pt was not treated based on this sample.

Manufacturer narrative:
The field service representative was unable to determine a cause. He noted he replaced the lithium electrode as it was due to be replaced, cleaned ise mix tower, checked mix and dry psi and replaced ise tubing. He performed check tests which failed and replaced st2 to correct. Check tests, controls and pt samples were run to verify analyzer performance.